Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by a customer that the pcu unit was allegedly unable to turn on and therefore sent to the service repair along with the photo. Reportedly, upon servicing the pc unit by field service technician, it was noted that the power board was burned at section c153 and c60, however, upon replacement of the power supply board, the unit was turned on. It was further reported that the procedure was completed with another device. There was no patient contact.

Event description:
It was reported by a customer that the pcu unit was allegedly unable to turn on and therefore sent to the service repair along with the photo. Reportedly, upon servicing the pc unit by field service technician, it was noted that the power board was burned at section c153 and c60, however, upon replacement of the power supply board, the unit was turned on. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
The customer¿s stated issue of unable to turn on was confirmed through testing. The power supply board pn: (B)(4) (pcb sn: (B)(4)) observed with significant thermal damage on c153 and c60. There was no other contamination observed on the pcb. Functional testing consisted of attempting to power on the power supply board in a cad test fixture pcu showed the pcu would not power on. Two damaged capacitors (c153 and c60) were confirmed and removed on the customers power supply board. When the power supply board was re-installed in a test fixture and tested again, further thermal damage occurred on the pcb. No further testing was able to be completed because of the damage. The proximate cause of the customer¿s complaint was identified as due to a thermally damaged c153 and c60 on the power supply board. Device history review: review of the sn: (B)(4) service history record showed the device had a manufacture date of 26jun2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 01jun2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.